Event description:
It was reported patient with skin irritation around PICC line. Painful when flushed, chest xray carried out including humerus. Kink noted near exit site fracture/leak noted at 10cm from zero. Doctor aware, referred to nurse led PICC service for removal of PICC and new placement to continue with chemotherapy. No delay in treatment, doppler carried out, no dvt attended for removal and new PICC. No other information was provided.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.